Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected. (B)(4).

Event description:
A consumer reported that following her intraocular lens (iol) implant surgery, she can't see up close to read or at a distance to drive without her glasses. The consumer also reported she saw halos at night before her surgery and still sees halos at night following her surgery. She has to wear light sunglasses to be able to drive at night. This affects her daily living. The consumer does not want her surgeon contacted. No additional information is expected.